Event description:
It was reported that patient underwent a spinal cord stimulation (scs) explant procedure due to an unknown reason. The explanted device components were discarded. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block d4: the exact device expiration date is unknown; however, it was reported that the device was not expired. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 5165236/7074686.